Manufacturer narrative:
Visual inspection performed on the (B)(6) 2020. Visual inspection of the pictures sent of the gmk ps inlay and its secure screw. Looking at the pictures, we can confirm that the screw is broken in correspondence of its threaded shaft. The other part of the screw remained in the tibial baseplate. The tibial insert doesn't present any anomalies that could have played a role in the event. Looking at those pictures and with the information at our disposal, we can't identify a possible root cause for the event.

Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 11 march 2020: lot 1902787: (B)(4) items manufactured and released on 6-jun-2019. Expiration date: 2024-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Inlay fixation screw breakage during primary surgery, the screw body remained in the tibial tray. The torque-limiter screwdriver used was the correct one. Inlay ps substituted with uc that not need the screw.